Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. The shop floor paperwork was reviewed with no related issues found.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 6 atms. The number of inflations and to what atms is unknown. The lesion being treated was a calcified, 99% stenotic lesion in the very tortuous left main trunk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Patient status is reported as 'good'.